Event description:
Additional information was received that this device was explanted approximately five months later due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the field representative noted the device was programmed to high pacing outputs and the battery remaining estimate noted less than six months remaining for the last eleven months, which seemed like a long time given the programmed outputs. A memory download was performed and it was determined that approximately 1.5 months of battery life was remaining. The patient was scheduled for a follow up in six weeks. No adverse patient effects were reported.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.